Manufacturer narrative:
MFR received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown) the device froze in analysis mode and displayed a red "x" indicator. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that ther patient subsequently expired, however, it was not a result of the reported malfunction.